Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic unilateral inguinal hernia surgery, the balloon would not inflate. The surgeon continued with the case without using the device. There was no patient injury.